Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was pain. There was no trauma or fall that could be related to this issue other than hitting her leg a couple times/bumping into things. The patient also felt tingle in the feet, pain in the vaginal area and th igh, hemorrhoids, sharp pains in the vagina and rectum. The patient tried turning the implantable neurostimulator (ins) off per today¿s recommendation to see if the pain would resolve. She turned it back on, and the pain returned. When she increased the patient would get painful stimulation in her mid-thigh/leg. The painful stimulation started in (B)(6) 2016,and the change in therapy/symptoms was considered sudden. The pain began at an earlier time at the ¿end of (B)(6)¿, and she had seen her gynecologist in (B)(6) 2015 about it, and everything appeared ok. The patient would contact her healthcare professional (hcp) to have her ins and programs checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the last time she increased the device, whenever she increased or decreased the device, the pain remained. She didn't associate the pain with the device. She found out that the device needed to be changed. The device was turned off and she went to see a healthcare provider who changed the program. The problem was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient mentioned pain in left leg after going on a cruise. Patient said she took some tylenol and aspirin for the pain and when she got home from the airport turned stimulation off and that helped. Patient said that following monday when to hcp office and someone at hcp office reprogrammed her ins and that resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.